Event description:
Additional information was received informing ICU medical that the product would not be returned. Customer wanted to cancel the replacement request. Biomed team already replaced the missing part and the machine is now in full operation.

Manufacturer narrative:
Additional information: email is: (B)(6). H6 evaluation codes: updated. Device evaluation: based on provided pictures in complaint object attachment, no physical damage was noted. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined but suspected the missing parts were misplaced by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D4: serial number and UDI number, h4: manufacture date, b3: date of event, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the tube was missing. Prior to the discovery, the rapid infusor was put together by the biomed team. Inservice was started and during the inservice was when the small tube in the back of the device was missing. There was no patient involvement as the customer stated that the device does not work without the tube.